Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 23 mmol/l with symptoms of moderate ketones. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that there were missing boluses in the pump history that were programmed to be delivered from the patient¿s meter. This complaint is being reported based on the allegation that there were missed bolus deliveries causing the patient to experience a hyperglycemic event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08-feb-2018 with the following findings: a review of the black box showed three boluses were delivered from the meter. The pump was run for 24 hours at a 2 unit per hour basal rate. At the end of testing the basal history correctly showed two units and the total daily dose showed 48 units. A manual 10 unit bolus and a 10 unit audio bolus were successfully performed and were accurately recorded in the pump history. The bolus history recorded properly. The pump was paired with a test meter and a 10 unit bolus was successfully delivered from the test meter to the pump. The bolus was accurately recorded in the bolus history. No hypersensitive or stuck keys were found. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and no delivery defects were found. The pump was delivering within the required range and delivering accurately. No alarms or delivery interruptions occurred during testing. The history settings issue was unable to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.